Event description:
Haemonetics received a complaint on (B)(6) 2012 for a pcs2 device component with the description "donor valve current fault - driver card fixes; also 4 filter guides." This description did not warrant a higher level review. No patient/operator injury associated.

Manufacturer narrative:
Haemonetics received a complaint on (B)(4) 2012 for a pcs2 device component with the description "donor valve current fault - driver card fixes; also 4 filter guides." This description did not warrant a higher level review. No patient/operator injury associated. During the parts evaluation on (B)(4) 2012, evidence of a fire due to a burnt capacitor was noted on the driver pcb and burn marks were noted on nearby surrounding components. The part was in a condition where it was not possible to test and evaluate except through visual inspection. A replacement part has been sent to the customer. There is a potential that this event could contribute to serious injury if it were to recur. (B)(4).